Manufacturer narrative:
The reported event of under-sensing was confirmed. As received, a device was returned for analysis. The device image was analyzed and under-sensing was confirmed. The device behaved as programmed. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited under-sensing. Programming changes were performed in clinic. The implantable cardioverter defibrillator was later explanted on (B)(6) 2023. The patient's condition was unknown.